Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent from a percutaneous vertebroplasty at l4 surgery. During the dilation, the stent balloon is broke and dilation solution was also leaked. It was unknown if the surgery completed successfully. The patient outcome was unknown. No further information is available. Concomitant devices reported: unk - synflate/vbs: synflate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) vbs w/balloon med. This report is 1 of 1 for (B)(4).